Event description:
Boston scientific crm received information that during the implantation of this right ventricular (rv) lead, the measurements were not optimal once it was positioned in the apex. The physician elected to reposition the lead but found it was difficult to release the helix from the tissue when rotating the helix counterclockwise. After 15 minutes, the lead was finally released and attempts were made to reposition it. However, one hour later the patient's blood pressure decreased and it was discovered that the patient was experiencing cardiac tamponade. Intervention was performed and the patient's blood pressure recovered. The lead was then successfully repositioned. No other adverse patient effects were reported.

Manufacturer narrative:
This rv lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.